Event description:
It was reported that the right ventricular lead had an increase in impedance and high impedance. A slight increase in threshold was noted also. The lead impedance monitor trigger threshold was reprogrammed and the lead remains in use and will be monitored. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.